Event description:
Reportable based on analysis completed on 19sep2014. It was reported that crossing difficulties were encountered. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) associated with the finished goods batch (fgb) was returned for analysis. A visual examination of the crimped stent found stent struts on the first 3 rows from the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).